Event description:
It was reported that, "the threaded end of the part broke off in the accolade stem. It remained in the stem and in the patient upon closure."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.